Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had issues with two infusion sets. The customer could see blood inside the cannula. Customer's blood glucose level was between 300 mg/dl and 400 mg/dl. The site was burning and she had some redness under the adhesive patch. The site did not show signs of infection. The customer's blood glucose level corrected itself when she changed the infusion set both times. The device was not returned.